Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported "alert 38". Despite restart and supply change by the patient's mother, the issue persisted, with device unable to proceed at rewind step. Agent confirmed shipping address and ilet sn, arranged overnight replacement, and explained return process. The patient has alternate insulin therapy until replacement arrives. Blood glucose unaffected.